Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (305) (batch no. C003080- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and uterine fibroids. On (B)(6) 2014, the patient had essure (305) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("multiple uterine fibroids,"). The patient was treated with surgery (essure removed). Essure (305) was removed on (B)(6) 2017. At the time of the report, the menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia and uterine leiomyoma to be related to essure (305). The reporter commented: right: 3; left: 6. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (305) (batch no. C003080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and uterine fibroid. On (B)(6) 2014, the patient had essure (305) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("multiple uterine fibroid"). The patient was treated with surgery (essure removed). Essure (305) was removed on (B)(6) 2017. At the time of the report, the menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia and uterine leiomyoma to be related to essure (305). The reporter commented: right: 3 left: 6 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received. Reporter information updated. Other relevant history updated. Lot number newly added. Medical device removal updated to menorrhagia and uterine fibroids event added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.